Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information h10: upon further investigation of the device evaluation, it was determined that the device would not run and failed pre-test for check condition and function of the trigger. Corrected data h6: the device code was originally reported as unintended system motion in the initial report and has been updated to physical resistance/sticking and the result code has been updated to operational problem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw device had a cracked/damaged and deformed/bent housing, the thread saw blade coupling was damaged, and the bearing seized. It was further determined that the device failed pretest for check function with the power module, oscillation frequency, check condition and function of trigger, check fitting of the lid, unintended motion, falling out protection, check roundness of housing, saw head¿s locking mechanism, saw blade coupling, leakage test and general condition. It was noted in the service order that the drill was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.